Manufacturer narrative:
During investigational testing, the customer-reported issue of the driver display showing asterisks instead of numbers for the cardiac output and fill volume was confirmed and reproduced. The root cause was determined to be a malfunction of the airflow sensor. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver display showed asterisks instead of numbers for the fill volume and cardiac output.